Manufacturer narrative:
Investigation summary: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the external valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the thing risk documentation was completed and confirmed that the event of air in the sheath was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of device design due to the silicone tearing when a device was placed across it.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af) a faradrive steerable sheath (clear) was selected for use. There were no abnormalities noted during preparation. However, during insertion of the farawave catheter, following the removal of the versa cross connect, air bubbles kept aspiring through the valve and inside the syringe. Both, catheter and versa cross were inside the sheath before the air was seen. The flow rate was slow drip. No air was observed inside the patient. The position of the guidewire when the catheter was placed inside the sheath was flush with the tip of the catheter. The device was replaced and the issue resolved. The procedure was completed without patient complications. Media attached. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af) a faradrive steerable sheath (clear) was selected for use. There were no abnormalities noted during preparation. However, during insertion of the farawave catheter, following the removal of the versa cross connect, air bubbles kept aspiring through the valve and inside the syringe. Both, catheter and versa cross were inside the sheath before the air was seen. The flow rate was slow drip. No air was observed inside the patient. The position of the guidewire when the catheter was placed inside the sheath was flush with the tip of the catheter. The device was replaced and the issue resolved. The procedure was completed without patient complications. Media attached. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.